Event description:
Report received of overdelivery. During testing at the user facility, the device delivered a measured volume of 3ml instead of the displayed volume of 1.5ml. The contact stated there was unrestricted flow of fluid "prior to the start" of delivery of programmed volume. Delivery accuracy for this device requires delivery of +/- 5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was received.